Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The testing found that the interface (umbilical) cable, a new computer for the viewing station, power station switching board, motion control box and svc kit required replacement. After replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The viewing station interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power switching board was returned to the manufacturer for analysis. The power switching board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The imaging system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion control box was returned to the manufacturer for analysis. The motion control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The svc kit was returned to the manufacturer for analysis. The testing found that the blue bracket clip which holds the power supply in place in the chassis was broken. No additional testing was performed due to the orientation in the viewing station. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm). The imaging system's viewing station computer had a loose power supply cable and was moving inside of the computer. Additionally there was a frame rate error observed on the system. There was no patient present when this issue was identified.